Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received a malfunction alarm. The customer's blood glucose (bg) was not known; however, the contact thought the bg might bg low. The contact did not have a charging cable at the time of the report. Tandem customer technical support (cts) instructed the contact how to reset the pump. The contact declined cts's offer to troubleshoot for the possible low bg.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the reported malfunction was confirmed; however, no failure was identified related to the reported low blood glucose level.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low blood glucose (bg) levels were confirmed on (B)(6) 2017. User made bolus requests without entering current bg levels and still having insulin on board (iob) before low bg levels were recorded. User also completed cartridge change sequence one hour before low bg levels were recorded. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There was no evidence of device malfunction.